Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes 4114, 3221, and 4315 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, intermittent powering down of the system has continued despite changing outlets. The manufacturing representative did a few hard reboots of the system and noted that the camera cart was not powering up after some of the reboots. It is suspected that the camera cart was not being fully powered down. The issue was resolved on call. There was no patient present when this issue was identified. Additional information was received. It was reported that the issue presented itself on at least two known working outlets. A full reboot eventually resolved the issue when the camera cart was not powering up after some reboots. During the first facility visit, the local representative (cs) rebooted 3 times before the camera cart also booted with the main cart. The cs believed this was accomplished by powering down the system and letting it sit for about 3-5 minutes. During the second facility visit, the cs was able to get the camera cart to boot with the main cart by following the process of waiting 3-5 minutes after powering down. It was noted that the ¿restart¿ option (either at the login screen or in the stealth application) never resulted in the camera cart booting properly.

Manufacturer narrative:
H2: it was found that previously reported information is not relevant to this complaint. It was previously reported that: "during the first facility visit, the local representative (cs) rebooted 3 times before the camera cart also booted with the main cart. The cs believed this was accomplished by powering down the system and letting it sit for about 3-5 minutes." This information is not relevant to this complaint. All other previously reported information is still applicable to this complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.